Event description:
While manipulating the wire to the left iliac artery from the right, the glidewire fractured leaving a 20cm piece of wire in the left iliac. The wire was retrieved without complications to the patient with a snare catheter.